Event description:
A malfunction alarm with code malf 12 was reported, yet no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue recurred, and they acknowledged and understood the instructions.